Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cause of the b30 error is the damaged one touch connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, broken video connector and a b30 error due to damaged one touch connector were noted. In addition, rusty chassis and top cover scratch were observed. The probable cause of the defects was due to normal wear and tear or customer handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii xenon light source one touch connector is broken. The defect occurred when water penetrated the connector during reprocessing of the scope. During a standard service inspection of the customer returned device, a broken video connector was noted and error code b30 displayed. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.